Manufacturer narrative:
Product investigation summary: nail 472.370s: the received nail shows signs of use with visible damage at the edge of the citrus hole. Otherwise, the article is in good condition. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected. No non-conformance reports (ncr) were marked in the DHR during production. It is likely that the damage at the citrus hole happened during insertion of the blade. To prevent such problems, it is necessary to operate according to the technique guide. Due to the investigation, the reported product was produced without deviations and no product-related issues could be found. Based on this information, no further investigation will done for this part. Bolt 459.380: the received bolt shows signs of use with the recess being slightly deformed. A DHR review was performed for the affected lot with no abnormalities or deviations detected. No ncrs were marked in the DHR during production. Due to the investigation, the reported product was produced without deviations and no product-related issues could be found. Based on this information, no further investigation will be done for this part. No product fault could be detected. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Although requested, additional patient and event information has not be received for reporting. Additional device product code is hwc. (B)(4). Implant date is unknown. Explant date is unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporting facility phone number is (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that on an unknown date, during the initial proximal femoral nail anti-rotation (pfna) system implant surgery, the surgeon felt during surgery that the blade did not lock into the nail but completed the procedure anyway. Postoperatively, it was confirmed that the blade did not lock and revision surgery was performed on an unknown date. During the revision surgery, the original blade was removed and a new one was implanted. This report is 2 of 2 for (B)(4).